Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient and was set to sixty beats per minute with a current setting of 12 milliamps. It was believed that the epg was having sensitivity issue and spiked on the t wave. The patient went into a torsade rhythm and cardiac arrest. The patient received a shock and returned to a normal rhythm the epg is expected to be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was having sensitivity issues. The epg was tested at an output of sixty beats per minute with a current setting of 12 milliamps with no anomalies observed. However, the epg did fail incoming functional testing and the main printed circuit board (pcb) was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for service.